Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4); however, a direct correlation between the observed deposition and the reported elevated ldh and the patient¿s history of ischemic cerebrovascular accident (cva) could not conclusively be established through this evaluation. Additionally, the report of the patient having high flows could not be confirmed as no log files were provided for an analysis and a specific cause for the high flows could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was returned in two segments ¿ an approximately 12¿ middle segment and 24¿ distal end segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump's outlet port. A portion of the sealed outflow graft was returned attached to the outflow elbow. The remaining portion of the sealed outflow graft and the sealed outflow graft bend relief was returned detached from the outlet elbow. The sealed outflow graft bend relief collar was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the device upon disassembly revealed a red, tissue-like deposition within the proximal side of the outlet stator. The deposition was loosely seated between the outlet bearing ball and the blades. The lack of laminated layering suggests that the deposition did not initially form in the outlet stator. Although the origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the outlet stator deposition was not present in the outlet stator for an extended amount of time while it was in operation. A specific cause for the development of the deposition cannot be conclusively determined. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Incidental findings of thrombus and cosmetic damage, a cut was observed on the silicone jacket adjacent to the metal connector were noted during the investigation of the device. Heartmate ii lvas IFU lists device thrombosis, stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 of this document also outlines the recommended anticoagulation therapy and inr range. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of ischemic cva is reported within MFR report numbers 2916596-2017-02375 and 2916596-2017-02426.

Manufacturer narrative:
Approximate age of device: 3 years 25 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient came into the clinic because they were worried about him having some high flows around 10l/m which was abnormal. His ldh was slightly elevated and he has been taking lovenox, and then it was up to 757 despite the lovenox so he was admitted and started on heparin. Patient stated that he felt good with no symptoms of dizziness, sob, swelling, or dark/bloody urine. Ldh plateaued while on heparin gtt, but with patients history of ischemic cva, the site communicated they felt it was best to proceed with a pump exchange to a hm3. Patient is not a candidate for heart transplant secondary to uncontrolled diabetes. A pump exchange occurred on (B)(6) 2019 and was successful. The patient is stable at home. No additional information was reported.